Event description:
It had scheduled an abdominoplasty for (B)(6) 2009 to correct extreme and very unsightly stretching of my abdominal skin following two large pregnancies that could not be exercised away. The plastic surgeon told me that I would need to choose a permanent contraception method to avoid the risk of future pregnancy. She put me in touch with a gyn/ob I had not previously known, and I met with him to discuss my options. He told me the semi-permanent options I wanted would not be a possibility and essure was the way to go. I had not heard of essure and I asked why it would be preferable to the tradition tubal ligation procedure. He gave me a dvd to watch and said it would be more reliable and it would be done quickly, at the same time as the abdominoplasty. Trusting him, I scheduled had the essure coils implanted in (B)(6) 2009. Once the essure coils were implanted, my menstrual periods gradually began increasing in length from 7 days to 11-12 days and my blood flow became a lot heavier. My cramps also became more intense. And I noticed my weight began to climb - about 25 pounds in total. Then in (B)(6) 2012, my period essentially never ended. It continued nonstop for the next three months in the form of "spotting" intermixed with full blown periods. My ob/gyn (same as who implanted essure) performed an endometrial ablation in (B)(6) 2012, believing it would fix the problem. It had absolutely no effect and the nonstop spotting/heaving bleeding continued with tremendous discomfort. My ob/gyn said a total hysterectomy - removal of my uterus, cervix and both fallopian tubes - was the only likely cure because he said he suspected the bleeding might be coming from an area in one of the "horns" of my uterus which wasn't accessible during the ablation. He was rather insistent that my fallopian tubes be removed. I didn't really understand why my fallopian tubes needed to be taken and I was worried that doing so would jeopardize my ability to keep my ovaries. But he assured me, that barring any "surprises", I would be able to keep my ovaries. I consulted a second gynecologist and then a third. All three doctors examined me and ran the usual tests on me and agreed I had unexplained bleeding and hysterectomy would be the most likely cure. So I reluctantly had the total hysterectomy performed in (B)(6) 2012. I was able to keep my ovaries, thankfully. My mother had to leave my father, who is completely disabled, in (B)(6) to come to (B)(6) to help me after the surgery and take care of my children while I began my recover. A week after my mother left, I experienced a hemorrhage and had to spend the night to the ER and take off more time from work. My recovery after that was slow but steady. I have not been able to lose the weight. I initially put on after the coils were implanted. I suffered a lot of physical pain and emotional distress as the result of the heavier periods, the continued spotting and the more intense cramps. I now have very noticeable, upper-abdominal scars from the laparoscope. I missed more than four weeks of work and I am still paying the hospital bills (which have already been sent to "collections" and have adversely affected my credit score). It's been rough; I was only (B)(6) when this ordeal began and (B)(6) when I had the hysterectomy. I am embarrassed to talk about what happened to friends as no one can relate. I feel so stupid for allowing my doctor to implant the essure coils in my body; he just seemed so sure they were the "latest and greater". They weren't. I have no doubt in my mind that the essure coils caused me to need to have a hysterectomy. I had never had any gynecological problem prior to getting essure and all reasonable causes for the spotting had been ruled out -- no fibroids, no endometriosis, no cancer, not stis. No one could tell me why I was spotting continually for seven months or why my periods almost doubled in length. I believe one of the coils migrated and was causing the symptoms.